Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the ER (emergency room) with shortness of breath and chest pain. There was atrial undersensing on the presenting egm (electrogram) and the episodes recorded. It was also noted that the atrial lead has chronically high thresholds. The patient was noted to have paroxysmal afib (atrial fibrillation) as of late. The physician has decided not to replace the atrial lead. The atrial lead remains in use. No further patient complications have been reported as a result of this event.